Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got no delivery alarm on insulin pump. The customer's blood glucose was 400 mg/dl. Customer reported event was resolved by infusion set change. The customer treated high blood glucose with insulin pump. The product was not returned for analysis.